Manufacturer narrative:
The complaint investigation for falsely elevated architect stat troponin-I results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A ticket search for lot 98913un23 identified an increase in complaint activity related to the falsely elevated patient results. Ticket trending review did not identify any trends. Device history review did not identify any potential non-conformances, deviations, or non-conformances with the complaint lot. The overall performance of architect stat troponin-I reagent was reviewed using data gathered from customers worldwide. The median population result for the lot is within established baselines and comparable with all other lots in the field and confirms no systemic issue for this lot. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect stat troponin-I reagent lot 98913un23 was identified. Update: section d4 - expiration date updated from 2/9/2024 to 2/29/2024.

Event description:
The customer observed falsely elevated architect stat troponin-I result for a patient. The following data was provided (customer¿s reference range <0.016 ng/ml is normal): initial result = 0.4167 ng/ml, repeat result = <0.016 ng/ml, repeat result on another analyzer = <0.016 ng/ml. New sample obtained, ran on initial analyzer which gave result = >0.016 ng/ml, ran on another analyzer and result = >0.016 ng/ml. No impact to patient management was provided.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect stat troponin-I result for a patient. The following data was provided (customer¿s reference range <0.016 ng/ml is normal): initial result = 0.4167 ng/ml, repeat result = <0.016 ng/ml, repeat result on another analyzer = <0.016 ng/ml. New sample obtained, ran on initial analyzer which gave result = >0.016 ng/ml, ran on another analyzer and result = >0.016 ng/ml no impact to patient management was provided.